Event description:
It was reported that alerts were recently triggered for suspended atrial automatic threshold test due to low evoked response as well as low atrial intrinsic amplitude. Review of the device data demonstrated some atrial loss of capture on the right ventricular automatic threshold test. The current atrial output was set to trend 2.6 v. There was appropriate atrial sensing on the presenting and stored electrograms. Further review of the device settings was recommended. The atrial lead remains in service and no adverse patient effects were reported.